Event description:
Reporter calling stating that her office has received an "urgent medical device recall" correction email regarding the minicap with povidone-iodine solution. The notification states that the minicaps are faulty. Upon receipt of the recall notification, on (B)(6) 2023, reporter states that all suspect product was immediately removed; at the current time, reporter is not aware of any adverse events related to product use. Reporter states her title is a peritoneal dialysis nurse at "us renal care".